Event description:
In this case, it was explained by a smith & nephew sales rep, that the bag ran dry, and replaced correctly. Shortly after, the unit began to operate at a high rate, and again switched to 35mmhg, but kept flowing at a high rate. The unit was switched to gravity. The joint became cloudy making it difficult for the surgeon to see. The procedure was completed as an open procedure.

Event description:
In this case the doctor was inflowing from scope cannula and outflowing anterior medial port. The unit was operating at 50mmhg and the surgeon realized the knee was getting larger. The alarm then sounded and the staff shut the pump down to 35mmhg, but the flow continued at a high rate. They then turned the unit to gravity. The case completed, no major injuries were reported. The patient was held in recovery for extended time to ensure reduction of swelling.